Event description:
Very obese 46 yo underwent vaginal hysterectomy on 7/12/99. During procedure, bovie holder with bovie in holder placed on drape which covered pt's left lateral thigh. At conclusion of case, drape was removed and 2cm x 2cm burn noted on abdomen. It is suspected that the pressure of pt's abdomen triggered the button on the bovie, causing the burn. Plastic surgeon immediately consulted and burn was excised.